Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp was involved in a slippage during a procedure. The event was described as follows; a mayfield skull clamp was involved in a slippage during a procedure. The pt incurred an unspecified injury. Additional clinical info has been requested.